Manufacturer narrative:
Visual examination of the returned burrs confirms that two burrs are fractured just distal to where the flutes begin on the shaft. One burr returned was not fractured and did not have any overall gross damage.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a mica surgical case. It was reported that the burrs broke during use in the patient. The broken portions were removed from the patient.